Event description:
It was reported that the patient was found down at home and was brought to the emergency department in msof and with severe coagulopathy. The patient had a gastrointestinal bleed that could not be corrected with blood transfusions and an esophagogastroduodenoscopy. The patient ultimately passed away due to multi-system organ failure (msof), renal and liver failure. The death was not considered to be device related. The left ventricular assist device functioned as intended. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported multisystem organ failure, gastrointestinal bleeding, and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including renal failure and hepatic dysfunction), bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provided information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.